Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess) the electromagnetic component of the navigation system would not track instruments. The surgeon had successfully registered the patient and was about to verify the straight suction when the navigation system showed red status. The site switched to the optical component of the navigation system and switched instruments. The surgeon completed the procedure with the use of the navigation system. There was an approximate 2 hour delay to the case. There was no known impact on patient outcome.

Manufacturer narrative:
Replacement device shipped to site (B)(4) 2015 for issue resolution. On (B)(4) 2015, a medtronic representative replaced the emitter and tested the system. The medtronic representative reported the reported event was resolved with the part replacement. Medtronic investigation of returned suspect device finds that when the field generator (emitter) was connected to a test system it immediately displayed red status and said "axiem emitter low drive error". Diagnostics shows a fault on coil #9. The reported event was confirmed to be caused by an electrical failure mode.